Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that pressure spiked towards the end of the case. It was further reported that patient coded.

Event description:
It was reported that pressure spiked towards the end of the case. It was further reported that patient coded. Additional information confirmed that the patient was stable after the procedure.

Manufacturer narrative:
Additional information was updated in the executive summary and patient age was updated. The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: pressure spike. Probable root cause: because device was not returned to OEM - wom, probable root cause cannot be determined. The reported failure mode will be monitored for future reoccurrence.